Event description:
Pt had flow problems in 2002. Revision was performed and pt dialyzed well. In 7/2002 patient arrived at the clinic with a blood soaked dressing and was readmitted to the hospital for restiching of the wound. Pt was on prophylatic antibiotic treatment commencing in 7/2002. Ten days later pt was admitted to the hospital with seizures and expired the following month.